Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency medical services due to low blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 22 mg/dl at the time of incident. The customer experienced symptoms such as customer went into coma and passed out and started foaming out from the mouth. The customer was treated with glucose liquids. Customer stated that the liquid crystal display screen was damaged and had scratches on it. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. Device was monitored for 1 day. No unexpected low battery alarm or off no power alarm noted. Device uploaded properly using carelink. No damage noted on the lcd glass. Device had minor/deep scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).